Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an orthopedic procedure, the needle separated from suture. A new suture was opened to complete the case. There was no patient injury.